Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an inaccurate delivery issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 2.35u bolus on (B)(6) 2016 at 16:51. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation. The battery compartment was cracked.